Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in poor condition, with a broken gas supply indicator. This confirms the reported customer complaint. The gas supply indicator was then replaced, and the device passed all functional tests. The problem source has been determined to be user interface; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that the o2 indicator was not fully flipping to red or white. The customer suspected that it was stuck. In addition, the pneupac was missing an on/off switch. No patient injury or complications were reported in relation to this event.